Event description:
It was reported that the user received a scratch from a sharp edge on the pull handle of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the user received a scratch from a sharp edge on the pull handle of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The serial number is being reported.